Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
UDI (di) (B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-01841. Follow-up identified surgical intervention was undertaken whereas one ipg was explanted and replaced with a later model.

Event description:
Device 1 of 2. Reference MFR report#1627487-2014-01841. The patient has two scs systems. It was reported the patient only recharged one of the 2 ipgs. As a result, the patient is without stimulation and communication has ceased. Surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2014-01841. Follow-up identified the ipg is inoperable.